Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Insulin pump received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Also, unit passed the dat test at 0.0876 inches. No possible over/under delivery anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has over delivery anomaly. The customer¿s blood glucose level was 160 mg/dl at the time of the incident. The customer stated that they believe the pump was over delivering. Troubleshooting was not completed as the customer had to evacuate their building. The insulin pump will not be returned for analysis.